Event description:
It was reported that the customer's insulin pump was stuck on the rewind mode. Advised that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. All the buttons function and the device rewinds properly.